Event description:
The patient reported having a hard time communicating between the implantable neurostimulator (ins) and the ins recharger (insr). This began in (B)(6) 2016. It was noted that she was going to meet with a manufacturer representative (rep) the week following this report to get help get the ins recharged. She was having pain due to not being able to recharge. It was noted that the patient had some weight loss in (B)(6) 2016 and that played a part in not being able to communicate with the insr. Indications for use were chronic low back pain and spinal pain. Additional information received from the patient reported that "they" put the wrong ins in her and now she needs to have additional procedures to take it out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.